Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1258t competitor implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient indicated receiving a shock, and the patient alert triggered shortly thereafter. Currently, it is not possible to determine if the shock was appropriate or inappropriate. Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient indicated receiving a shock, and the patient alert triggered shortly thereafter. Currently it is not possible to determine if the shock was appropriate or inappropriate. It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.